Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for evaluation. Based on the results of the investigation, olympus confirmed a noisy image occurred, which was most likely attributed to fluid invasion within the electrical connector, likely resulting from a leak process or inadequate reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the gastrointestinal videoscope exhibited a noisy image. Additionally, internal moisture was observed within the electrical connector, which was considered likely due to a leak process or inadequate reprocessing. The issue was identified during inspection for use and there were no reports of patient involvement.